Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio meter was displaying an error 4 message. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information: the patient alleged that the product issue began one month prior to contacting lifescan. The patient stated that they were only able to obtain a blood glucose reading one in ten times, with an error message the other times. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of insulin in response to the alleged issue. The patient confirmed that they have a backup meter available. The patient denied developing any symptoms. The patient reported that on march 1 they visited their doctor for a regular appointment. The patient reported obtaining a blood glucose reading of around 300mg/dl while at this appointment. The patient reported that the doctor advised them to increase their daily prescription of insulin to stabilise their blood glucose. The patient reported continuing to take this increased dose of medication to date. At the time of troubleshooting the cca determined that the patient had been incorrectly storing their test strips (per owner's booklet recommendation). The patient was educated on correct storage but they did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not receive any treatment for an acute complication of diabetes. The reported change in insulin was a permanent change to the patient's daily prescription. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.